Event description:
This lead was explanted and replaced because the physician felt that the lead placement was irritating the heart tissue around it thereby causing the patient's ventricular tachycardia episodes.